Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was refractive error. Clinical reason is refractive error secondary to lasik. The iol was exchanged for advanced technology intraocular lenses (atiol) 2 months 2 days following the initial implant procedure. Additional information has been received and stated that the patient experienced distance vision was not sharp and blurry post one week operation. In surgeon opinion the product did not contribute to the event and the issue was caused by previous refractive surgery. It was also stated that the symptoms was resolved and there was no patient harm.

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Sample received in a sample container. Significant amount of solution is dried on the lens. One haptic is adhered to the optic with solution between the haptic arm and optic edge. It was reported that in the surgeon's opinion the product did not contribute to the event. In their opinion the issue was caused by previous refractive surgery. It was reported that the company model intraocular lens (iol) was replaced with a same company iol. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. In the surgeon's opinion, the issue was caused by previous refractive surgery. The exchange from a company iol to a same company iol may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).